Event description:
It was reported that the burr became stuck on the guidewire, and was difficult to remove. A 1.50mm rotapro and rotawire were selected for use in a procedure. Upon removal of the 1.50mm rotapro using dynaglide mode, resistance was felt midway. The rotapro and rotawire were removed together from the patient. The procedure had been successfully completed using the original rotapro and rotawire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The burr catheter was attached to the advancer unit when received. The related rotawire from was received and used during analysis. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The wire used in the procedure was returned for analysis, so functional testing was completed with the rotawire used in the procedure. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that the burr became stuck on the guidewire, and was difficult to remove. A 1.50mm rotapro and rotawire were selected for use in a procedure. Upon removal of the 1.50mm rotapro using dynaglide mode, resistance was felt midway. The rotapro and rotawire were removed together from the patient. The procedure had been successfully completed using the original rotapro and rotawire. No patient complications were reported.